Event description:
A customer reported receiving a system message during a case resulting in a delay of surgery. Pt impact is unk at this time. Additional info has been requested.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. However, the system message was observed in the event log. The auxiliary illuminator controller pcb was replaced and sent in for in-house testing. The pcb has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).